Event description:
It was reported that the patient passed away. The patient's implanted device was subject to the zenex, assurity, endurity laser adhesion preparation field safety correction action issued on 20 july 2022, which applies to a subset of devices distributed and implanted outside of the united states. The cause of the patient's death is not known and it is not known if the death was related to the device. Further information was requested but not received.

Manufacturer narrative:
The device was above elective replacement indicator (eri) level upon receipt and no anomaly was found on the header that is related to the field concern. Analysis of device image indicated device was within normal range of operation. Further analysis performed found no anomaly. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.